Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad educator that the pt was admitted to the hosp due to an increased amount of motor dust present in the vent filters and a red heart alarm. The pt stated that he noticed a thumping noise from the device at times. While hospitalized, the pt experienced rate control fault and current limit advisory alarms and the pump rate decreased to 39 bpm. Waveform analysis revealed higher than normal current draw, but the rate, fill time and stroke volume appear within normal limits. The pt was placed in fixed mode at a rate of 60 bpm. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time.